Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. As a result, an invasive revision procedure was performed. Poor sensing and high threshold measurements were observed. The physician elected to explant and replace the ra lead with an active fixation lead as the lead would move after it was placed. No adverse patient effects were reported as result of this procedure. The lead was returned to allow for reliability analysis testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found a cut through the insulation at 27.5 cm from the pin. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.